Event description:
Two cna were transferring a resident from bed to wheelchair via hoyer lift when apparently the brake failed causing the legs of the hoyer to move closer together creating instability, then tipped over. Resident fell, taken to hospital, upon directive from family, hospital will not proved any diagnostic information, in spite of numerous attempts. Indirect information indicates a fracture to left hip.